Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The silicone mixture used to make the lens was reviewed and found to be within specifications. The units were released according to specification. The review identified no non-conformance reports associated with the production order and the reported complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that cataract surgery was performed in patient's right eye on (B)(6), 2006. Patient also had left eye lens implanted on (B)(6), 2006. The patient visited clinic due to blurry vision in both eyes. The clinic performed a refractive surgery with lasik to adjust the residual refractive defect in both eyes and the patient was satisfied until 2011. In 2011, patient experienced severe vision loss due to opacity/dirty intraocular lens (iol) in the right eye; a residual refractive surgery was performed to clean the lens which did not resolve the issue. On (B)(6) 2011, the patient was diagnosed with a capsular opacity/dirty lens in the right eye (short sight: 0.3 / far sight: 0.6). On (B)(6), 2011, patient requested iol explant and vitrectomy. On (B)(6) 2011, the patient suffered a posterior vitreous detachment and a minor vitreous haemorrhage. On (B)(6) 2011 patient record documents lens opacity due to residues in the posterior chamber. On (B)(6) 2012 a plane vitrectomy and polishing of the defective iol was performed. On (B)(6) 2012 during check-up, it was noted that the opacity was not resolved, right eye sight was under 0.05 and a probable macular hole was discovered after surgeries. On (B)(6) 2012, iol was explanted and replaced. On (B)(6), 2013, the patient was diagnosed with low vision in the right eye (under 0.05) with a probable macular hole under study with the replacement lens, manufacturer unknown. This file represents the lens implanted in the patient's right eye. A separate MDR report is being filed for the patient's left eye.